Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc was not run after the event, prior to recalibration. Qc after recalibration is within range. A field service engineer (fse) was dispatched and found intermittent bubbles in the buffer line. The fse replaced the ratio pump and verified repairs.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining false low sodium (na), potassium (k), and calcium (calc) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. Erroneous results were reported out of the laboratory; however after recalibration results were repeated, producing higher results, amended reports were issued. The lab has not had any reports of patient impact due to the low results reported.